Event description:
Spontaneous call from patient today letting us know that she has experienced an alarming beeping from her device while in use at 7 ml of drug left, the only way she could get it to stop was taking out the cassette. Reported no error message or no two toned beep from the device. Serial numb et of the malfunctioning pump is 406771 maintenance due date 10/15/2021. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; if yes, was any medical intervention provided? No; is the actual device available for investigation? No; did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.